Event description:
It was reported to boston scientific corporation in 2008, that a resolution clip device was used one day prior. According to the complainant, during the procedure, "the clip was defective." The procedure was completed with another resolution clip device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.